Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). This complaint is related emdr #1828100-2016-00277. The fsr was unable to verify the reported issue. He did replace the batteries, as it was near the two year recommended replacement time. The fsr performed a release test and downloaded the data logs. The unit operated to manufacturer specifications and was returned to clinical use. The suspect batteries were returned to the manufacturer for further evaluation. During laboratory evaluation the reported complaint was confirmed. The received batteries failed load testing which indicates some degradation in available capacity. The batteries supported the load for only 43 minutes. Fifty minutes is the minimum requirement using the load simulator. The batteries were then fully recharged within 7 (seven) hours. Final readings were 13.2 volts (v) / 470 siemens (s) and 13.2 v / 447 s respectively (both passing).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there was a "battery needs service" message during case. The device was not changed out, as they continued to use for case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical summary on 06-apr-2016: after review with manufacturer field service representative (fsr) that visited this center, a "battery needs service" status message was posted during cpb. The perfusionist (ccp) did observe the message and completed the case with the system. They reported the incident after the case to the manufacturer. During the user facility visit by the fsr, it was found that one of the staff ccps recently did a deep discharge of the battery (as recommended by a competitor, (B)(4)) and this action either damaged the battery or the battery was not fully re-charged after the deep discharge. The fsr did replace the battery, as it was near the two year recommended replacement time. The case was completed successfully, without delay and without associated blood loss. There was no loss of alternating current (a/c) power during the case. No harm was observed.